Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent and the site was bleeding. The patient applied a new pod and went to the ER. The doctor delivered 6 units of correction bolus with pen for treatment. The patient received a prescription for insulin pens and was released after approximately four hours.